Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon inflates up to 12 atm, but the pressure steadily drops. Furthermore, the balloon ruptured upon initial inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. There was no patient injury and the patient was in good condition after the procedure.